Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 of lot number 21932 was returned and analyzed. Two patient files and four images were received recorded on the date of the event. Patient file #1 showed three applications were performed using a catheter identified as afapro28 of lot number 21932. Patient file #2 showed two applications were performed using a catheter identified as afapro28 of lot 21611. Patient file #1 showed system notice 50032 (the safety system has detected a compromised outer vacuum) during inflation at application #3. Patient file #2 showed system notice 50011 (the refrigerant delivery path is obstructed) during transition at application #2. Upon receiving the four image files, blood is visible on the coaxial umbilical cable, the balloon, the coaxial connector of the catheter, and the injection port of the console. However, there is no information provided regarding device identification, console ID, or the date of the procedure. The balloon catheter afapro28 of lot number 21932 was returned and analyzed. Visual inspection was carried out and no anomalies were detected. He catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 3 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments was carried out. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. In conclusion, the reported visible blood was not confirmed, the balloon catheter failed the return product inspection due to a pin sized hole in the outer and inner balloon surface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter; product ID: 203cxc, product type: coaxial umbilical cable; product ID: 203cxc, product type: coaxial umbilical cable; product ID: 2035uc, product type: electrical umbilical cable; product ID: 2035uc, product type: electrical umbilical cable; product ID: 106a3, product type: console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was difficulty accessing the left inferior pulmonary vein (lipv). Another guidewire was used which resolved the issue. When the balloon catheter was being flushed, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The system was restarted, but the system integrity was not passing. The coaxial umbilical cable, the electrical umbilical cable, and balloon catheter were replaced which resolved the issue. The balloon catheter then deflated and the system notice occurred again. Blood was then found between the coaxial umbilical cable and the balloon catheter and at the injection port of the console. The case was switched to radiofrequency (rf) and completed. No patient complications have been reported as a result of this event.